Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on october 02, 2018 to the appropriate representatives. The availability of the affected product(s) (non-availability with a rationale). Was the surgeon able to complete the surgery with another device? Did the event happen during surgery? Was the broken device in contact with the patient? Were any pieces of the broken device remaining in the patient? How many times was the instrument used? Other reports (specify). All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. Was there a death or serious injury? Does the available information suggest the device/product caused or contributed to a death or serious injury? If yes, explain circumstance. Was there medical intervention? If yes, explain circumstance. Did a delay in the procedure over 30 minutes occur that was related to the event? Time surgery was extended. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the tip of the screw driver of the complainant has deformed and is broken. Additional information has been requested, but is not available at this time. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
Please refer to report 0009613350-2018-01061.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: instrument fracture. Event description: it was reported that the bit is bent and has fractured. Review of received data: no medical data such as surgical notes or any other case-relevant documents received three pictures of the instrument have been received. It can be confirmed, that the tip is bent and a piece at the tip has fractured off. Device analysis: visual examination: the easy explant bit has been returned for an investigation. Approximately a piece with a length of 1mm has fractured off at the tip. This piece has also been returned. Moreover, the tip is bent. See pictures attached. Review of product documentation: device history records (DHR): the review of the DHR indicates that the instrument met all requirements to perform as intended. Moreover it confirms that 20 out of the 52 manufactured products have been inspected according to the characteristics indicated in the technical drawing and the inspected part were found to be according to specifications. This device is intended for treatment. Root cause analysis: root cause determination using sap: breakage of instrument due to inadequate design for intended performance not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Deterioration in function due to wrong maintenance possible. As the instrument has been manufactured in 2011, a deterioration in function as a result of repeated use is likely. Malfunction, insufficient device performance or durability: due to 1) user´s disregard of manufacturer´s recommendation, 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse), 3) abnormal use beyond risk control possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon of operating room staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Failure of surgery due to use of the device not compliant with defined indications / intended performance => possible, as it cannot be excluded based on the available information. Conclusion: the explant bit has been returned for an investigation. The reported event can be confirmed. The tip of the instrument has fractured off. The manufacturing records confirm that the instrument met all requirements to perform as intended. Excessive force must have been applied on the instrument for the tip to be deformed and fractured. One possibility might be that the connection area (torx) of the explant bit was not fully inserted into the screw, leading to the damage of the tip due to high forces. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. \ DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: instrument fracture event description: it was reported that the bit is bent and has fractured. Review of received data: no medical data such as surgical notes or any other case-relevant documents received three pictures of the instrument have been received. It can be confirmed, that the tip is bent and a piece at the tip has fractured off. Device analysis: no product has been returned to zimmer biomet for an in-depth analysis. Review of product documentation: the review of the DHR indicates that the instrument met all requirements to perform as intended. Moreover it confirms that 20 out of the 52 manufactured products have been inspected according to the characteristics indicated in the technical drawing and the inspected part were found to be according to specifications. Root cause analysis: root cause determination using sap rmw: - breakage of instrument due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Deterioration in function due to wrong maintenance possible. As the instrument has been manufactured in 2011, a deterioration in function as a result of repeated use is likely. Malfunction, insufficient device performance or durability. Due to user´s disregard of manufacturer´s recommendation, use error (slips,lapses, mistakes, reasonably foreseeable misuse), abnormal use beyond risk control. Possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Failure of surgery due to use of the device not compliant with defined indications / intended performance. Possible, as it cannot be excluded based on the available information. Conclusion: the explant bit has not been returned for an investigation, however, based on the received picture the reported event can be confirmed. The tip of the instrument has fractured off. The manufacturing records confirm that the instrument met all requirements to perform as intended. Excessive force must have been applied on the instrument for the tip to be deformed and fractured. One possibility might be that the connection area (torx) of the explant bit was not fully inserted into the screw, leading to the damage of the tip due to high forces. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 01061 - 1.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: age or date of birth, if follow-up, what type. Correction: date of report, event, other relevant history, date rec¿d by MFR, PMA/510k. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Event update: the issue occurred during surgery and the case was completed without delay with another device. No broken parts remains in the patient.